Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and noise which was oversensed. Pacing inhibition did not occur, but a revision procedure was scheduled. The rv lead was explanted and replaced. It was suspected the cause of the observations was lead damage, however, fluoroscopy and x-ray did not show any abnormalities. The patient is not dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the complete lead was returned in two segments. The lead was severed 12.5 cm from the terminal pin. Both segments were analyzed. One segment revealed extensive damage. Approximately 21 cm from the terminal pin, the insulation was abraded through to the coils. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead on lead contact. Approximately 25 cm from the terminal pin, one of the three conductor coils was found to be fractured. The damage appears to be distal to the suture sleeve tie-down area. In addition, the insulation at approximately 29 cm from the terminal pin was also damaged. Webbing damage was noted to all three lumens. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The reported observations of high thresholds, noise and oversensing were likely the result of the lead damage observed by the laboratory.